Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a blood glucose level of 42 mg/dl. Customer stated that she was able to raise her blood glucose level to 75 mg/dl, but the insulin pump was not alarming when is should have been. Customer stated that her alert was set for 80 mg/dl. Customer also stated that she had some blood at the sensor insertion site. No further information was provided.